Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff deflated. There was no reported patient involvement or outcome.

Manufacturer narrative:
Additional information: evaluation summary: the sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed using a syringe, 25cc of air was applied to the cuff and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a cut, which was measured 0.4650 inches, this reading was taken using caliper calibration. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.